Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. The patient underwent an explant procedure and was reportedly doing well postoperatively. Additional information was received that was also experiencing inadequate stimulation.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed and revealed no anomalies.

Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5054962/5055228, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. The patient underwent an explant procedure and was reportedly doing well postoperatively.